Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a tpn bag was found nearly empty, earlier than expected. Lipids were infusing on module a, and the tpn (rate 85.5 ml/hr) via module b. After the event was discovered, the clinician performed an accu-chek to test the patient¿s blood sugar. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that a tpn bag was found nearly empty, earlier than expected, was not confirmed or duplicated. The customer did not provide a specific time for the reported incident and only noted that it was in the morning hours. The pcu event logs showed that tpn was infusing at 87.5 ml/hr with a vtbi of 1500 ml resulting in an expected duration of approximately 17 hours and 15 minutes. At 2:45 am on the reported incident date of february 17, 2018 a user terminated the infusion early, after only approximately 4 hours and 45 minutes had elapsed. The user restored and started this infusion a few seconds later. On (B)(6) 2018 a user terminated the infusion early at 4:48am after only approximately 6 hours and 45 minutes had elapsed, although the duration had been programmed to be approximately 22 hours and 51 minutes. The user restored and restarted the infusion approximately 15 minutes later while maintaining the remaining vtbi at 1414.81ml. The remaining infusion duration when restarted would have been approximately 16 hours but the user terminated the infusion early after only 1 hour and 48 minutes had elapsed. The event infusion set was not returned for investigation. Testing and inspection of the pump module showed no malfunctions and the module was infusing within specification. The root cause for the reported event could not be identified.